Event description:
Healthcare professional reports lower than expected act+ results were generated with the hemochron signature elite microcoagulation system during a peripheral angiogram procedure (right femoral artery) in the cardiac catheterization lab. The pt's therapeutic range was 250-350 seconds. An initial bolus of 5,000 units of heparin was administered. Over the remaining course of the procedure, an additional 7,000 units of heparin was administered in 3 aliquots. The average act+ results were 158s; all below target range. At the conclusion of the procedure, during sheath removal, the pt experienced excessive bleeding from the puncture site requiring medical intervention (syvek dressing) to curtail the localized hemorrhage. In addition, a hematoma was observed in the puncture area. The pt was kept in the hospital overnight and was discharged to home on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Associated cuvette lot numbers l3jac444, c4jac108. Method code: no related were ncrs identified for this instrument. Cuvette device history records were reviewed and found to meet specifications. Reserve sample from the same cuvette lots were tested. Result code: eval of the cuvette retain samples was not able to confirm the complaint. Conclusion code: eval is in progress. Itc recommended the use of act-lr assay rather than the act+ assay for a sensitivity range better suited for this procedure/heparin administration. Itc has requested all data required for form 3500a.